Event description:
Patient representative reported "deflation of left breast implant", "protrusion", "capsular contracture" baker grade unspecified, and an "increased risk of alcl". Patient representative additionally reported non-device related as follows: the patient "suffered personal injuries and related damages due to implantation of one or more biocell textured breast implant medical devices." The device has been replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be performed. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade unknown.